Manufacturer narrative:
Our product evaluation laboratory received one embolectomy catheter model 120803f. The balloon had been ruptured near the proximal windings. The spring tip was also stretched and bent. The edges of ruptured latex did not appear to match up. No other visible damage was observed from catheter. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "balloon breakage" was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Event description:
As reported during use of this fogarty catheter there was balloon breakage. The procedure continued by replacing the catheter. There was no allegation of patient injury. Patient demographics requested but not received.